Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy (retuximab, programmed amount of 333ml, delivery rate unknown.) At the completion of the infusion there was approximately 65ml's remaining in the bag. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter fro evaluation. Therefore, an evaluation could nto be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.